Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. International UDI: (B)(4). Philips field service engineer (fse) confirmed the reported issue. When the machine is turned on, there is a continuous beep and the alarm light flashes. The device was unable to boot and unable to enter the background operation. The fse replaced the power management board to resolve this issue.

Event description:
The customer reported that the unit could not boot up. There was no patient or user harm reported. The event date was not specified; estimate used.